Event description:
It was reported that the biomed technician found the pump on a medical cart in a hallway with a note stating ¿occlusion reached before minimum occlusion volume was infused.¿ preventive maintenance was done on the device and gave the same error message. Furthermore, there was no internal report (veritas report) created for the device in question and veritas reports are generated if there is a possible patient-related incident.

Manufacturer narrative:
Correction: file was reassessed and after further review, it was updated to non-reportable malfunction. There was no indication of patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from biomed that an lvp was found in the hallway of unspecified unit during routine hospital rounding with a note on the device reading "occlu reached b4 min occlu vol infused." Biomed attempted preventative maintenance on the device had the same error message " occlu reached b4 min occlu vol infused". Customer searched through the facilities database for event reporting, "veritas" and was unable to find any event or information related to a patient, clinician, or device. .

Manufacturer narrative:
Correction on initial: b.4. Correction: initially not reportable and please disregard the h.10 statement on follow-up #1. The failure investigation discovered a patient-side pressure sensor with a separated housing. The reported event is now considered to be a reportable malfunction. The reported issue was confirmed. The patient side pressure testing with asm found the occlusion pressure was out of specification. The inspection process found the lower pressure sensor body had separated. Re-assembling the pressure sensor properly and retesting found it to be occluding within specification; however it is recommended that the lower pressure sensor be replaced as a preventative action. The proximate cause for the reported issue that occlusion was reached before the minimum occlusion volume was infused is attributed to a found lower pressure sensor¿s body having separated. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of (B)(6) 2019. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the biomed technician found the pump on a medical cart in a hallway with a note stating ¿occlusion reached before minimum occlusion volume was infused.¿ preventive maintenance was done on the device and gave the same error message. Furthermore, there was no internal report (veritas report) created for the device in question and veritas reports are generated if there is a possible patient-related incident.